Event description:
Stroke[cerebrovascular accident]. Case description: medical device information: class iib. This spontaneous case from the united states was reported by a consumer, as "stroke" and concerns a female patient treated with novolin 70/30 penfill (insulin human) from an unknown date and ongoing and novopen 3 (insulin delivery device) from an unknown start and stop date due to "type 1 diabetes mellitus." Patient's height: not reported. Medical history includes tobacco use. The patient's husband reported that his wife had a stroke and was hospitalized in 2009. He believes the stroke is not related to the insulin, but to heavy smoking and poorly controlled blood sugars. Treatment for the stroke was "clog-busters" shot. The event stopped in 2009. Hospitalization dates were not provided. The reporters declined to provide health care provider contact information. The outcome was reported as recovered. Company comment: no information concerning to the patient's medical history such as diabetes complications, hypertension and hyperlipidemia have been reported in this case. However, the patient's medical history includes tobacco use, which may increase the risk of stroke. Furthermore, people with diabetes are at increased risk of stroke because diabetes adversely affects the arteries. The reporter stated that reported event stroke is related to the patient's heavy smoking and poorly control blood sugar, but not to insulin.